Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during manual prime. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The reservoir was returned for analysis.